Event description:
As reported (B)(6) 2012, a pt of unk gender and age presented for an endovenous laser treatment. As reported the fiber tip broke. The reported device has been returned to the MFR for eval.

Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specs. The reported defective device has been returned to the MFR and an investigation into the root cause for event is currently in progress. Attempts are being made by angiodynamics to obtain further info regarding the event and pt info. The results of the device eval will be sent via a f/u medwatch.